Manufacturer narrative:
(B)(4). Actual sample was received for further investigation. Visual inspection was performed on the samples received. During inspection, there is a crack line found on 22m swivel connector. However, from manufacturing site, 100% visual inspection was conducted at manufacturing site and crack defect would have been detected earlier before sent off to customer. Simulation had been conducted with previous occurrences to confirm that chemical usage can cause this same crack event. Based on the investigation conducted, the complaint on crack connector was confirmed. However, from manufacturing site, 100% visual inspection was conducted at manufacturing site and crack defect able to be detected earlier before send to customer. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the user was connecting the rotating connectors to the y connector after intubating the tube into the tra chea, both rotating connectors got cracked and air leaked from the crack. Therefore, the other rotating connectors in the hospital (manufacturer: unknown) were connected instead to begin the operation. No injury to the patient occurred, and the operation was completed without problem. According to the user, he/she did not apply any force to the connectors when connecting". Further information states that the patient did not desaturate, "when the issue occurred, the alarm went off and the user could find the leaking part immediately (before oxygen desaturation could occur)". The patient status is reported as "fine".

Event description:
It was reported that "when the user was connecting the rotating connectors to the y connector after intubating the tube into the tra chea, both rotating connectors got cracked and air leaked from the crack. Therefore, the other rotating connectors in the hospital (manufacturer: unknown) were connected instead to begin the operation. No injury to the patient occurred, and the operation was completed without problem. According to the user, he/she did not apply any force to the connectors when connecting". Further information states that the patient did not desaturate, "when the issue occurred, the alarm went off and the user could find the leaking part immediately (before oxygen desaturation could occur)". The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.